Event description:
It was reported that during a follow up in clinic, inadequate capture and low pacing impedance were noted on the right ventricular (rv) lead suspected to be due to dislodgement of the rv lead. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.